Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no sign of physical damage. The functional display test failed. The screen was blank upon powering on the cycler. During internal inspection it was found that transformer (t1) on the ¿inverter board¿ had an internal short which caused a blank display. A known working inverter board was installed and the display functioned as intended. Removed functioning inverter board from the display at the completion of the investigation. There were no other visual discrepancies found during the internal inspection. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported a blank screen issue that occurred in unknown phase/cycle pd treatment. The patient pressed ok, stop, and touched the screen but screen remained blank. The patient did a hard reset/rebooted the liberty select cycler and the ok and stop keys lit up, but the screen remained blank. Technical support replaced the cycler due to blank screen and advised to discontinue use of this cycler while contacting pd registered nurse (rn) to inform of replacement. Upon follow up, it was confirmed that the patient was able to complete treatment manually. No patient adverse effects were experienced, and no medical intervention was required. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Event description:
A peritoneal dialysis (pd) patient reported a blank screen issue that occurred in unknown phase/cycle pd treatment. The patient pressed ok, stop, and touched the screen but screen remained blank. The patient did a hard reset/rebooted the liberty select cycler and the ok and stop keys lit up, but the screen remained blank. Technical support replaced the cycler due to blank screen and advised to discontinue use of this cycler while contacting pd registered nurse (rn) to inform of replacement. Upon follow up, it was confirmed that the patient was able to complete treatment manually. No patient adverse effects were experienced, and no medical intervention was required. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Correction: h.10. Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no sign of physical damage. The functional display test failed. The screen was blank upon powering on the cycler. During internal inspection it was found that transformer (t1) on the ¿inverter board¿ had an internal short which caused a blank display. A known working inverter board was installed and the display functioned as intended. Removed functioning inverter board from the display at the completion of the investigation. There were no other visual discrepancies found during the internal inspection. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.